Event description:
It was reported that an unspecified number of unspecified bd plastipak¿ syringes had visible foreign particles on them. The following information was provided by the initial reporter: "we prepare paediatric I/v injections in a pharmacy aseptic unit where the final container is a bd plastipak syringe. We have noticed that an increasing number of products that we make contain visible particulate matter even after filtration of the product. This is happening with a range of products and so one possibility is that the particles are coming from within the syringe. It is particularly noticeable with 20ml syringes, but not exclusively so. A lot of these preparations are then injected without filtration, hence particulate contamination is particularly concerning."

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. B.3. Date of event: unknown. The date received by manufacturer has been used for this field. D.4. Medical device expiration date: unknown. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval: yes. D10: returned to manufacturer on: 25-jul-2023. H6:) investigation summary: samples received by our quality team for investigation. Upon visual evaluation, no particles are observed. Black dots on the barrel are observed. These black dots are ink spots outside the fluid path not compromising sterility or the presence of any particle in the fluid path of the syringe. This is a cosmetic defect, and the product functionality is not impacted. A device history review was performed for the reported lot 2303026, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Based on the teams investigation, possible root cause is associated with the marking process, if the silk gets damaged it can cause ink dots in the barrel of the syringe.

Event description:
It was reported that an unspecified number of unspecified bd plastipak¿ syringes had visible foreign particles on them. The following information was provided by the initial reporter: "we prepare paediatric I/v injections in a pharmacy aseptic unit where the final container is a bd plastipak syringe. We have noticed that an increasing number of products that we make contain visible particulate matter even after filtration of the product. This is happening with a range of products and so one possibility is that the particles are coming from within the syringe. It is particularly noticeable with 20ml syringes, but not exclusively so. A lot of these preparations are then injected without filtration, hence particulate contamination is particularly concerning."